Event description:
It was reported by the affiliate that when (1) tct75 device was used during a sub-total gastrectomy it locked out. Another device was used to complete the case with no consequence to the patient